Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture could not be confirmed; however, there was a tear noted in the outer member which is likely what was perceived as the rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek was not soaked during device preparation. During use, after advancing through the heavily tortuous left circumflex coronary artery to the moderately calcified lesion, the nc trek balloon ruptured during the first inflation at two atmospheres. The device was removed from the patient in one piece without incident. There was no reported adverse patient effect or clinically significant delay in procedure. Another nc trek was used to complete the procedure. No additional information was provided.